Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The trial patient reported having pain in left side of back, close to incision site, and so needing to cath. Patient went to see doctor and they put on antibiotics for possible infection on incision site. No patient outcome reported.